Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The olympus field service engineer (on behalf of the customer) reported to olympus that there was an e117 charged coupled device unit malfunction error code when using the camera control unit. The issue occurred during receipt inspection. There was no patient harm associated with the event.

Manufacturer narrative:
Corrected g2 as heath care professional was inadvertently checked on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely a faulty solid-state drive (ssd)- unit caused the e117 error to occur. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.